Event description:
Information was received indicating that during bench-testing of this smiths medical cadd solis vip pump, the pump failed volumetric testing. Reported that there was no patient involvement.

Event description:
Information was received indicating that during bench-testing of this smiths medical cadd solis vip pump, the pump failed volumetric testing. Reported that there was no patient involvement.